Manufacturer narrative:
Correction b5: medtronic received information that during use of a bio-console 560 instrument, it was reported that it displayed error code 6(sc mpu external a/d converter -gain0 reference hard error), 7(sc mpu external a/d converter -gain1 reference hard error) and 100(sc mpu ss watchdog timeout hard error) after booting up. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Additional information b5: medtronic received additional information that the hand crank was not required when replacing the instrument and the flow to the patient was not affected. Updated device evaluation summary: the reported error code 6(sc mpu external a/d converter -gain0 reference hard error), 7(sc mpu external a/d converter -gain1 reference hard error) and 100 was verified during service. During preliminary analysis the instrument displayed displayed error code 6,7 and 100 after booting up. Service technician found that the battery had been used for more than 4 years. The voltage of the battery was 12.9 and 12.9, it needs to be replaced. The issue was resolved by replacing the assy system controller module -006,filter, 60 mm 30 hpi. The battery needs to be replaced but there is no stock, so instrument will be returned to customer without replacing the battery and they may change it if part available. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:the reported error code 6(sc mpu external a/d converter -gain0 reference hard error), 7(sc mpu external a/d converter -gain1 reference hard error) and 100 was verified during service.during preliminary analysis the instrument displayed display error code 6,7 and 100 after booting up medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that it displayed error code 6(sc mpu external a/d converter -gain0 reference hard error), 7(sc mpu external a/d converter -gain1 reference hard error) and 100 after booting up. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.